Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient was sitting on the edge of the bed and the patient fell with the mattress when it slipped off the bed frame. The patient complained of back/neck pain and was transported to the ER for evaluation. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.